Event description:
Healthcare professional reported via nbir a left side reason for removal noted as "rupture/deflation, wrinkling/rippling, staged reconstruction, and other". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.